Event description:
It was reported that during prep for an unspecified treatment procedure, stent damage was noted. The physician observed that the stent strut was damage and that it was "not very well crimped." Therefore, the device was not used on the patient. The procedure was completed with another of the same device.

Event description:
It was reported that during prep for an unspecified treatment procedure, stent damage was noted. The physician observed that the stent strut was damage and that it was "not very well crimped." Therefore, the device was not used on the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found distal stent damage. A number of struts at the distal edge were raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).